Event description:
False negative saliva covid-19 rt-pcr test result reported to the patient on (B)(6) 2021. The result was negative for covid-19 prior to a eua change in reporting criteria provided in yale's salivadirect eua that took place in (B)(6) 2021, after the change in criteria, this patient was found to be affected by the change in eua and the patient was then considered positive for covid-19. The event was discovered on (B)(6) 2021 during an internal audit. This was reported to the patient with a corrected report and it was also sent to the department of health on (B)(6) 2021. The laboratory was not aware that the event was reportable to the FDA until 07/09/2021. Negative test results were considered negative at a CT value greater than or equal to 37 prior to the eua change. After the eua change that took place in february 2021, samples are considered negative at a CT value greater than or equal to 40. Test result was found to be considered positive on (B)(6) 2021.